Event description:
A healthcare facility in (B)(6) reported that there was condensation on an rt235 infant breathing circuit that caused the "ventilator to stop". No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that there was condensation on an rt235 infant breathing circuit that caused the "ventilator to stop". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt235 infant breathing circuit is not expected to be returned to fisher & paykel healthcare (B)(4) for evaluation. We are currently endeavouring to obtain more information in regards to the complaint device and will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant breathing circuit is not expected to be returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is therefore based on our knowledge of the product and the description of events. Results: the customer has reported that excess condensation appeared on the spirometer of the complaint device and the condensation lead to the "ventilator to stop" a lot check was not performed as no lot number was provided. Conclusion: the spirometer would give an inaccurate reading if condensation obstruct the sensors during patient use. There are a number of environmental and set-up conditions that can influence the occurrence of condensation. We are unable to confirm the reported fault as the complaint device was not available for investigation. From the information we've received by the customer for this complaint, condensation is most likely due to the temperature difference between two objects; the cooler object (spirometer) would attract the hotter gas and would result in surface condensation (of the spirometer). Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing.